Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a defective plug-in unit, broken universal cord, and failure of the uc connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for ¿the color is a bit green¿ his event is caused by a component failure of the uc connector. And for ¿broken universal cord¿ this event is caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 3/4/2015.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced color (on image) a bit green during reprocessing. There were no reports of patient involvement.